Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.

Event description:
It was reported the patient presented to the ER and was admitted to the hospital on (B)(6) 2015 due to an infection and excessive fluid found at the ipg pocket site. Surgical intervention was undertaken and the scs system explanted. Cultures were taken, however results are unavailable at this time. The patient was treated with IV antibiotics.

Manufacturer narrative:
(B)(4). Method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. 0541473440